Event description:
The hcp reported the pt was having signs of withdrawal. A rotor study was done that showed the rotor did not turn. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.